Event description:
It was reported that during an a-fib procedure before ablation, the electrocardiograms of both bs and ic became flat. The signal loss happened when the lasso catheter was connected. The issue was resolved not by reconnecting the cable or exchanging the cable, but by exchanging the lasso catheter. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure before ablation, the electrocardiograms of both bs and ic became flat. The signal loss happened when the lasso catheter was connected. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical functionality and it passed, in addition the catheter was connected to the carto system and it was able to visualize. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the device investigation is completed. (B)(4).